Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. Lube was used for capsule placement. The cause of the failure to attach was unknown. The delivery system and capsule would be return for investigation. A repeat procedure was performed. There was no injury caused to the patient or user.

Manufacturer narrative:
Device evaluation: one ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. A review of the device history record was performed and indicated that the product was released meeting finished product specifications. The investigation could not reliably determine the root cause or confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.